Event description:
It was reported that the patient experienced extrusion of the electrode array. Subsequently, the device was explanted (date not reported).

Manufacturer narrative:
This report is filed on november 20, 2018. (B)(4).